Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons were unresponsive and they received a button error alarm. The customer also reported that the numbers were ramping up without stopping. The customer's blood glucose was 52 mg/dl at the time of incident. The customer stated that the low blood glucose was treated with juice. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers ramping during our testing. The insulin pump had partially broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing the end cap sticker.